Event description:
Pt experienced skin overgrowth around the abutment. Pt sedated for incising of tissue surrounding the abutment. The abutment was removed and replaced with a longer abutment.

Manufacturer narrative:
Skin overgrowth is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.